Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports leaking out of vent port of lo-sorb tubing while infusion cyclosporine. No pt harm or medical intervention was reported. No additional pt/event info was provided.